Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 252. The technical service engineer (tse) reviewed the system logs and found several related error messages indicating a communication issue between the vision side cart and surgeon side console. The caller stated that the system had already been rebooted. The tse then instructed the caller to shut down the system, clean the blue fiber cables¿especially those between the vision side cart and surgeon side console¿and reseat them, even though the caller reported these actions had already been performed multiple times and the issue continued to occur. After restarting the system, the caller initially reported that no error code was present but that two arms showed orange leds. The tse asked the caller to move the arms manually using the clutch buttons, after which the caller reported that the arms were moved, re-draped, and that all leds were blue. Later, the caller reported that error 252 reoccurred, and a field service engineer was dispatched. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both the errors were reported by the same called before the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and battery module restarted and fiber optic cable cleaned. A functional check was performed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.